Manufacturer narrative:
On 04-feb-2022, mentor received additional information about the event. It was previously reported that the patient¿s right breast prosthesis deflated post implantation. New information received states that it was the patient¿s left breast prosthesis that deflated. Additionally, the serial number was updated to (B)(6) to match information reported for patient¿s left breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast prosthesis deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate profile 300cc saline breast prosthesis that deflated after implantation. Deflation of the patient¿s right breast prosthesis was reported. As a result, the patient underwent bilateral explantation and replacement with mentor smooth round moderate profile 300cc saline breast prostheses on (B)(6) 2013.